Event description:
An archer guidewire was used as an accessory product in an endovascular repair of a patient. Vessels were tortuous and calcified. A 5 fr. Wire catheter was used. An abdominal stent graft system was implanted in a patient for an emergent endovascular treatment of an abdominal aortic aneurysm, size unknown. The archer wire was inserted and was used without issues. There was no resistance during insertion or use. Upon removal of the archer, for a wire exchange, the tip end of the wire started to unravel inside the patient. The wire ended up breaking, with the exact length of wire remaining in the patient being unknown, although it is thought that at least 2 cm of the wire was left inside the iliac. An iliac covered stent was placed over the wire segment remaining inside the patient. The cause of event is unknown. There was no aaa rupture. No additional clinical sequelae were reported, and the patient is fine. Evaluation summary: the outer spring was severely expanded and uncoiled out of the distal part of the ro coil. The ro coil was bent almost 360 degrees. A section of the distal out spring was returned broken off and detached. It was unknown if this section broke off during the case or due to the return packaging. The length of core from the proximal weld to the end of the ro coil was 15cm. No distal weld was present. The core wire was present within the gold coil. To help determine where the break occurred, the 15cm measurement was compared to a new archer wire. This measurement was found to be comparable to the brand new wire, so it should be assumed that no inner spring (ro coil) was left inside the patient. It was difficult to determine the amount of outer spring left within the patient due to the uncoiling. While vessel morphology is a factor, it is possible that the distal weld failed, allowing the outer spring to unravel and eventually breaking off at the distal end. No determination was made as to how the break/separation occurred. The cause of the event is unknown.

Manufacturer narrative:
Results: tortuous anatomy, wire breakage. Conclusion: tortuous anatomy.